Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Both the left and right motor are having performance issues, right motor has a lot of play. When on a ramp, the chair will continue to roll on the right side. Chair will pull to the left as well when the brakes are engaged.